Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, output anomalies were noted. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted to end-of-service level. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that patient presented remotely. It was noted that pacemaker exhibited rapid battery depletion. The pacemaker was explanted and replaced. Patient was stable during and after the procedure.